Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer states that they work in construction and the scratches on their insulin pump make it difficult to read the screen. The customer also had issues with low battery alarm. The customer stated that they took a bolus with half a battery left and the insulin pump alarmed power off. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.